Manufacturer narrative:
The reported event of backup mode was confirmed in the laboratory and was due to code corruption consistent with electrocautery exposure resulting in the device to switch to backup mode during the explant procedure. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that patient presented for device replacement procedure for normal battery depletion. During the procedure, it was noted that the device mode had changed and the device went into bvvi mode just prior to explanting the device. An external pacemaker device was prepared and the procedure was completed without any adverse consequences to the patient.